Event description:
The decision was made to reposition the lead when there was a problem sensing a pvc morphology and a rise in threshold and decrease in r wave sensing. During the procedure the lead impedance recorded at 170 ohms. When the pt was induced and successfully defibbed, the lead detected noise and the device began to charge for a second shock. This sequence was recorded twice. The decision was made to extract the lead via laser extraction.